Event description:
The complaint is reported as: the incident was with an 18g 8cm endurance catheter. Inserter was not able to completely thread the catheter into the vessel and made the decision to stop with attempt. They removed the catheter and needle as a unit and when they pulled the equipment out noticed that about 1cm of the catheter had sheared off. There was no evidence that the catheter broke after it was removed as the rest of the equipment was intact and looked right. They contacted the supervising physician and took all the proper steps regarding follow up for this patient and upon ultrasound assessment of that extremity were able to visualize the piece of catheter in the patient's arm. There was no intervention done to remove catheter. The patient's condition was reported as critical. Additional information was requested but not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the incident was with an 18g 8cm endurance catheter. Inserter was not able to completely thread the catheter into the vessel and made the decision to stop with attempt. They removed the catheter and needle as a unit and when they pulled the equipment out noticed that about 1cm of the catheter had sheared off. There was no evidence that the catheter broke after it was removed as the rest of the equipment was intact and looked right. They contacted the supervising physician and took all the proper steps regarding follow up for this patient and upon ultrasound assessment of that extremity were able to visualize the piece of catheter in the patient's arm. There was no intervention done to remove catheter. The patient's condition was reported as critical. Several attempts were made to get additional information; however, nothing has been received at the time of this report.

Manufacturer narrative:
(B)(4). The customer returned one endurance device for evaluation. Signs of use in the form of biological material were present inside the catheter body. Visual inspection revealed that the catheter had been separated near 1cm mark; the portion separated was not returned. The separation point was smooth, consistent with the catheter body being cut. The total length of the catheter body measured 74 mm, which is not within specifications of the nominal value of 85 mm per endurance graphic. This implies that approximately 11 mm of the catheter body were separated and not returned. The outer diameter of the catheter body measured 0.05135", which is within specifications of 0.049-0.053" per catheter body graphic. The inner diameter of the catheter body measured 0.039", which is within specifications of 0.037-0.041" per catheter body graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "ensure catheter patency prior to pressure injection to reduce risk of catheter failure and/or patient complications. Inability to obtain brisk blood return or to flush easily indicates a possible problem with the catheter and catheter should not be used." The catheter flushed as expected. No blocks or leaks were detected. The catheter was sent to wyomissing for further functional testing. They confirmed that the defect appeared consistent with the needle cutting the catheter during insertion. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "prior to insertion, distal tip of catheter must be fully retracted past needle bevel or catheter tip damage may occur. Do not attempt to advance needle back into catheter after catheter is partially threaded off needle to reduce risk of catheter damage." The complaint of an endurance catheter being cut/torn was confirmed by a complaint investigation on the returned sample. Visual and dimensional inspection confirmed approximately 11 mm of the catheter were separated and not returned. A device history record review was performed, and no relevant findings were identified. Based on the sample returned, and feedback from r & d engineers, unintentional use error - contact with sharps, likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.